Event description:
Date notified: 12/17/99. A model 754 ventilator was returned for svc. The customer reported short operation time on internal dc power. An inspection revealed a defective battery pack. No cause for the battery failure could be determined. No death or serious injury resulted.